Event description:
A malfunction was reported with a specific code, but there were no notable events preceding this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.